Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for the procedure? Foot pain at rest/during the night with relief with nsaids. What was the exact ablation procedure being performed? Bone ablation of an osteoid osteoma. What specific bone was being treated? Right foot (cuboid). Was an introducer used during the procedure? Yes if so, what was the brand and size? Arrow 11g 10cm on control bone access needle. Was the introducer pulled back prior to device activation? Yes if so, how far was the introducer pulled back? Pulled back out of the patient skin hub proximally to the ablation probe. Is a photo of the burn available? Yes, but would need to check with our compliance department on how to properly release this information. How was the burn treated? Daily dressing changes, bacitracin with xeroform gauze. Continues close follow up with wound care. What is the current patient status? Pain free related to the osteoid osteoma with some skin numbness related to the burn. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are you able to provide the photos of the burn?

Event description:
It was reported that during a bone ablation, after the third cycle of the probe, thirty seconds on and off at 30 watts, a third degree burn was noticed at the needle insertion site. Wound care services was notified, followed by plastic surgery services.

Manufacturer narrative:
(B)(4). Device evaluation: call home was reviewed. A pr15, (B)(4), was connected to channel 2 and tested successfully. An ablation was set to 3:00 at 30w. The user stopped the ablation after 0:30. Two more 0:30 ablations were completed. The second ablation contained a 10 second cauterize afterward. This was the end of the case. No errors were seen. Average temperature was about 110c, with a peak of 126c, which is normal. According to the rep, an 11 gauge introducer was used to place the probe in the bone. Probe (B)(4) (3 uses) was investigated at neuwave. There was heat shrink damage to the probe cannula near the ceramic and at the probe head. This was due to the use of the introducer. In summary, the call home data for this case was reviewed; no errors were observed and temperatures during the ablations appeared normal. The probe was returned for investigation and an initial visual analysis showed that the heatshrink on the probe was damaged in several locations. This damage was due to the use of the introducer. Caution should always be used when placing the probe near rigid structures such as bone and cartilage as well as when using introducers to avoid damaging the heatshrink. The root cause of the skin burn was not determined from this investigation.

Manufacturer narrative:
(B)(4). Lot ml17103073, work order (B)(4) was reviewed. Probe sn (B)(4) failed to program. There were no other problems during the manufacturing or testing of this lot.

Manufacturer narrative:
(B)(4). Photo evaluation: two photos provided were reviewed by ethicon medical safety. The two photos were taken post unknown bone ablation procedure and showed unintended thermal skin burn, which appear as a round white skin damage with a blackened/charred hole in the center where the probe was inserted. There is also a red skin ring surrounding white skin damage area with surface skin peel off. The burned skin area is consistent with presentation of third degree of skin burn.